Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-07074. Related manufacturer reference number:2017865-2020-07076. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
During analysis, a failure event was observed which is unrelated to the reported event. Final analysis found multiple full breach insulation degradations were noted at 5.0-5.5 cm from connector pin. Additional information.